Manufacturer narrative:
Correction in e2, e3, g2, additional in d8, h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower pressure sensor assembly for error check IV set. Lvp bezel recall completed. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 05oct2006 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarms for check IV set. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device alarms for check IV set. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarms for check IV set. No additional information was provided. There was no patient involvement.